Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that a volume discrepancy occurred. The event date was unknown. The actual reservoir volume (arv) was 18ml and the expected reservoir volume (erv) was 4ml. It was noted that pump logs were checked and there were no issues according to the logs. A catheter access port (cap) dye study was performed and it was found that the issues were due to a bad catheter. The catheter was to be replaced on (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.